Manufacturer narrative:
1. DHR/bhr review lot#3353675 1-the products of this batch were assembled at manual line in january 2024, and packaged at cfs package line in january 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the abnormal state at the paddle hub of the defective sample cannot be identified, the root cause of the leakage there cannot be determined.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii 26ga x 0.56in prn slm npvc leakage at inserter / tubing on (B)(6) 2024, the pediatrics department experienced a blood leak from the handle of the indwelling needle when the indwelling needle was successfully punctured and withdrawn from the core of a child, the staff then removed the indwelling needle and re-punctured the patient, who was an august child in the pediatrics department, and the repetition of the puncture would have caused additional harm to the child. The adverse event was reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.